Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and that the pump time was intermittently incorrect. Reportedly, customer corrected the pump time to address the issue. Additionally it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 188 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.